Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause for the guide wire separation. Evaluation summary: quality assurance analysis revealed that the guide wire was returned without any blood or contrast visible. The tip coils were stretched out from the center solder to 7 mm proximal to the tipball. The shaping ribbon was separated 2.2 cm distal to the center solder. The shaping ribbon was corkscrewed at both ends of the separation. The distal end of the shaping ribbon remained intact with the tipball. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned device. Analysis of the returned device was able to confirm the reported failure as the tip coils were stretched out from the center solder. Analysis found no damage to the core, but the shaping ribbon was separated distal to the center solder, with the distal end remaining attached to the tipball. The shaping ribbon was corkscrewed at both ends of the separation. Sem analysis of the shaping ribbon failure site attributed the failure to torsional overload. For the guide wire to fail due to torsional overload, some portion of the guide wire would have to be trapped either in the anatomy or in another device and excess torque applied. From the incident description, there is no indication of resistance or torqued being applied. Based on the case description and the analysis of the returned device, no determination can be made as of the root cause of the reported separation; however, there is no indication of a manufacturing related quality issue with the device. A review of the finished device lot history record did not reveal any non- conforming material reports associated with this lot. A query of the complaint- handling database was performed and there have been no other complaints reported with this part and lot number combination. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has previously caused or contributed to pt injury. Device issue: guide wire separation. It was reported that during use, it was felt that the guide wire did not respond as expected. The guide wire was removed from pt and it was noticed that the coils at the distal 5-10cm of the tip had lost all of it's shape and were just "hanging" loose. No additional event or pt info is available. This is being reported based on the returned product analysis that identified a guide wire separation.